Event description:
It has been reported that an nrg transseptal needle was selected for pulmonary vein isolation. During the procedure, it was noted that the inner box was deformed, which may indicate the risk of contamination. Thus, the needle was replaced with another same model needle and the procedure was completed successfully. The event occurred outside the patient body and no patient complications were reported. The needle is expected to be returned for analysis.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the nrg rf needle was first visually inspected, and it was noted to have its tray package deformed. The lid of the distal and proximal end deformed and sticked to the tray, unable to remove needle from the tray, which was confirmed by the functional test. The analysis revealed that the returned tray of the nrg rf needle was severally damaged, and all the edges of the tray deformed. Therefore, the reported allegation was confirmed. There was no evidence manufacturing is contributing to this complaint.

Event description:
It has been reported that an nrg transseptal needle was selected for pulmonary vein isolation. During the procedure, it was noted that the inner box was deformed, which may indicate the risk of contamination. Thus, the needle was replaced with another same model needle and the procedure was completed successfully. The event occurred outside the patient body and no patient complications were reported. The needle is expected to be returned for analysis.